Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed an MRI of their right shoulder and the caller wanted to know if they were eligible for an MRI. They noted the patient said the pelvic health device did not work. The caller asked the patient to clarify and they stated that after two days of the device being implanted, they no longer felt stimulation.